Manufacturer narrative:
Based on patient infection, it was determined that this occurrence is reportable.

Event description:
Pt developed an infection that required subsequent incision and drainage two (2) months after the k-wire was initially implanted. The pt has not been back to the clinic for any further follow up.